Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. After the aortic cuff was partially deployed, it was reported that the physician pulled the device down too far, and the physician was not satisfied with the expected final position of the device. The device was pulled back into the delivery catheter and removed from the pt. Another cuff of the same size was used to complete the case. No clinical sequelae were reported and the pt is reported to be fine.